Event description:
No information was received with the explanted device, nor any contact person to contact. Therefore, qa examination of the returned components revealed anomalies in the tubing, concluding this is a reportable event.